Event description:
It was reported that the customer's insulin pump had moisture under the display screen. The customer's blood glucose level was 144 mg/dl. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had moisture damage on lcd board noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.